Event description:
Rptr is responding to public health notification of 4/01, regarding endovascular aneurysm repair. Rptr has had the opportunity to place a single medtronic aneurx graft in a pt several months ago. This was an extremely difficult placement and was ultimately complicated by inability to deploy the graft as initially planned which led to a modification of the original implantation approach and unfortunately to the loss of one of the pt's legs. Rptr actually described this to a medtronic rep at a recent info meeting about the medtronic graft and they had one of their medical advisors call rptr. Rptr discussed concerns with the medical advisor and his thought was that this was an error in judgement in terms of the placement but rptr must say that rptr is significantly troubled by this case and some issues of engineering which may make this a risk for future pts.